Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 27 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include loss of consciousness. The patient was treated with insulin and pills. The patient was not sure what the pills were. The patient was released 3 days later. The pod was removed at the hospital. The pod was also thrown away at the hospital.